Event description:
Related manufacturer's reference number: 2017865-2021-32849 new information received notes the patient experienced discomfort in the pacemaker pocket before the procedure. The pocket was expanded medially to avoid the pacemaker from extending into the patient's left axillary area. In addition, an insulation break was noted on the right atrial lead, and the helix failed to retract when explanted.

Manufacturer narrative:
Additional information: b5, d9, d10, h3, h6.

Manufacturer narrative:
Correction: h6, g3.

Manufacturer narrative:
The reported events of noise, insulation damage and helix mechanism issue were confirmed. As received, a complete lead was returned in two pieces with helix found extended and clogged with blood. Visual examination found external abrasion breaching the outer insulation and exposing the outer coil proximal and distal to suture sleeve tie. The cause of noise and insulation damage was due to external insulation abrasion and the exposure of the outer coil at the abrasion zone consistent with friction to the device can and friction to another device or feature of patient anatomy. After cleaning the helix and cutting the distal portion of the lead, the helix could retract and extend by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial lead was sensing noise. The lead was explanted and replaced. The patient was in stable condition.